Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: at the first firing on patient, it could not fire at all. A nurse states: she confirmed three of status indicator lamps of idrive were lighting. Also reported no problem in setting with idrive: it had been connected with keeping the yellow tab attached on. Resetting the same cartridge, tried again but found the trouble would not be solved. Replaced the cartridge for another, confirmed no problem to complete the case. No patient harm. Operating time not extended. Additional tissue resection: no, tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).